Event description:
It was reported that the vct (short term variation) results are inconsistent and too high. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer regarding the reported vct (short term variation) results being inconsistent and too high. The rse discussed the following points with the customer. The technical information related to the vct has been explained. The monitor configuration has been verified and validated. The monitor does have the l3 revision with the c71 option enabled. The following software options are present and active: c71, yrd, cl1, cl2, cl3. The rse also explained that the ctv is an objective indicator of fetal variability, calculated automatically by the fm30. The calculation principle and conditions are as follows: calculation principle: the rcf is divided into 3.75-second segments. For each segment, the variation in the interval between two beats is calculated. An average of these variations is then carried out. The result is expressed in milliseconds (ms). Calculation conditions: continuous recording of at least 10 minutes. Automatic reassessment every 2 minutes. The ctv is a numerical value that is independent of the visual analysis of the plot. The higher the ctv, the more satisfactory the fetal variability is considered to be. Furthermore, the rse advised the customer that the fm30 fetal monitors are based on the dawes/redman algorithm. The rse sent a follow up email requesting additional information and inquiring if the associated sensors were tested in accordance with philips technical documentation. The rse has tried to reach out by phone in order to clarify the customer's request and confirm if they would like to set up an on-site intervention at the customer's site, but the customer has not responded to any attempts. The rse did clarify that the avalon sensor is suspected to be faulty, but that was not confirmed. The serial number for the avalon sensor was not provided. The avalon sensor is suspected to be faulty, but this could not be confirmed. Several attempts were made to contact the customer for a follow up, but the customer has not responded to any attempts and the case was closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6).